Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber as well as biological debris were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008, with lot ctdc0r, conformed to the specifications when released to stock on the 4th may 2015. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via l-p shunt to a patient with inph ((B)(6) female). The initial setting pressure was 130mmh2o. On (B)(6) 2015, the patient had a gait disorder and ventricular enlargement was confirmed through MRI. The surgeon lowered the setting pressure to 70mmh2o but the patient's condition did not improve, so the pressure was lowered to 40mmh2o on (B)(6) 2015, and then the patient's condition was improved. However, the patient had a gait disorder again at the follow-up visit last week, and the surgeon found through contrast radiography that the lumbar catheter manufactured by other company was broken. On (B)(6) 2015, the valve and the lumbar catheter were replaced with the competitor's products (medtronic), leaving a piece of the broken lumbar catheter in the vertebral canal because of difficulty of removing. The patient is currently being monitored. The surgeon suspects that friction between the spinous process and the lumbar catheter may have caused the breakage.